Manufacturer narrative:
This report is being submitted for additional information reported by customer. Event date, serial number and reporter occupation updated. Please see updates to b3, d4, e2, e3 and g2. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, cleaning of the electrical contact part was carried out as advised during troubleshooting. However, the problem was determined to be the tjf-q190v scope resulting to the b30 error that was reproduced. A quick reference guide was sent to the customer and the tjf-q190v scope was sent to service. The following troubleshooting steps were relayed to the customer: remove the scope from the tower and clean the electrical contacts with 70% isopropyl alcohol; if possible, use canned air in connector socket clv-190; connect the scope to the cv-190/clv-190 tower and turn it on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of investigation, the customer was emailed a quick reference guide for resolving the b30 scope communication error. During a follow up call, the customer reported that they believed the issue was with tjf-q190v scope and it was sent out for service. The subject device was not returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, b30 scope communication error was displayed on the light source tower when used with a tjf-q190 scope. The issue was found during preparation for use for a procedure. There were no reports of patient harm associated with the event.